Manufacturer narrative:
Product event summary: the partial lead in segments was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The original analysis on returned proximal segment was previously completed then the remaining lead segments were received separately and the analysis was reopened for testing on the additional returned segments. The returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the anomalies described in the event. There were no anomalies observed on the returned partial lead in segments. All electrical and visual analysis was within specified parameters. The full lead was not returned. The lead was returned in several segments and with severe explant damage. The distal conductor was received in several pieces and had been cut on all ends. An in-vivo insulation breach or conductor fracture was not observed during analysis. (B)(4).

Event description:
It was further reported that a review of product performance data indicated that the lead triggered several lead failure predictor alerts. It also showed intermittent out of range impedance values.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 407652 lead, implanted: (B)(6) 2007; 419588 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced syncope due to the right ventricular (rv) lead oversensing noise causing a lack of pacing. The rv lead was fractured. During the extraction of the rv lead, the blood pressure of the patient dropped. The extraction also resulted in a tear, which necessitated a sternotomy for repair during the procedure. The rv lead was then replaced. No further patient complications have been reported as a result of this event.